Event description:
Further information was received indicating that the patient underwent a generator replacement due to battery depletion with ifi=yes on (B)(6) 2015. The new device was tested intraoperative and system diagnostics returned impedance results within normal limits with 2401 ohms. It was reported that the explanted generator was disposed of.

Event description:
It was reported that the vns patient had presented sleep apnea. Further information was received from the healthcare professional indicating that the patient had not presented any sleep apnea episodes before vns therapy and that it debuted 3 years after the implant. It remains unknown to the healthcare professional whether the sleep apnea episodes occurred with stimulation pulses. System diagnostics returned impedance within normal ranges on (B)(6) 2015. An improvement was achieved by reducing the duty cycle. The patient has not referred any new side effects. The healthcare professional is unsure whether the sleep apnea is related to vns. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. Review of the available programming history found no anomalies. No known interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.